Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). Follow up with the physician revealed that the twos had been consistent and so no intervention was taken. The lead remains in use. No patient complications have been reported as a result of this event.